Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was at one point 6.2 mmol/l and the sensor glucose was 2.2 mmol/l at the time of the incident. At another point in time the blood glucose reading was 13.2 mmol/l and the sensor glucose reading was 4.2 mmol/l. The customer stated that the discrepancies caused their blood glucose reading to go high. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was replaced, but will not be returned for analysis.